Event description:
Per the clinic, the patient experienced a loose fixture during a surgical procedure on (B)(6)2015 to attach a new abutment. Subsequently the patient was implanted with a new device during the same procedure. The originally implanted device remains in-situ.

Manufacturer narrative:
(B)(4). The implanted device remains.